Manufacturer narrative:
Model # and if ind/preanda, give protocol # are unknown. No product information has been provided to date. Operator of device: patient/consumer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the pump displayed high pressure alarm. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a device history record (DHR) could not be conducted.